Event description:
The account alleged the bed had a self-run into the chair position. No pt impact.

Manufacturer narrative:
The technician replaced the right side rail user control module cable, user control module power control board and nurse call power control board to resolve the issue.